Manufacturer narrative:
No definitive root cause was determined for the presence of fluid on the foil of mts gel cards processed on the provue. An ocd ca field engineer (fe) visited the site, adjusted the probe and optimized the pressure int he fluids system which returned the analyzer to expected operation. The customer tested sample without any issues.

Event description:
Reporter indicated that a customer observed the presence of fluid on the foil of mts gel cards processed on the ortho provue analyzer. Fluid on top of the gel card foil can lead to carry over and / or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. Erroneous test results were not reported.